Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope air / water flow issues from the air/water flow system. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: (B)(6). During evaluation, the following were found: nozzle had foreign objects due insufficient cleaning (handling problems), bending angle in the up direction which did not meet the standard value due to wear of angle wire, the play of up and down knob was out of the standard value due to wear of angle wire, the angle wires were stretched, adhesive on a-rubber( bending section cover) had a chip, deterioration/damage of adhesive due to chemical/physical stress, adhesive on a-rubber (bending section cover) had a white-clouded area, no air or water was fed due to clogging of nozzle, ig (image guide) protector, sw3 ( switch 3), universal cord had a scratch due to physical stress caused by handling, universal cord had a wrinkle, the resin area became detached due to humidity/ deteriorated due to the cleaned, disinfected, sterilized (cds) method/ and/or bending at a sharp angle, protector of universal cord on control section side had a scratch due to physical stress caused by handling, suction connector (s-connector) had a crack due to physical stress caused by handling, plastic distal end cover (c-cover) had a scratch due to physical stress caused by handling. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual " chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". "[Inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.